Event description:
It was reported that a small volume folfusor leaked from the fill port. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 05/14/2013 to 05/15/2013. The sample was not returned; therefore, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.